Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced and returned for further investigation. The service technician replaced the pcb and after a successful pre-use check, the ventilator was returned to the customer. Simulated use testing of the received pcb could not reproduce the described customer issue. An evaluation of the received device logs could confirm that the event occured on (B)(6) 2019. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a faulty pressure transducer pcb. Since the issue could not be reproduced, the root cause cannot be determined.